Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09500. It was reported that the patient presented for a device upgrade procedure. Upon x-ray testing for case preparation just prior to the procedure, the right atrial (ra) and right ventricular (rv) leads were found pulled back to the pocket. The ra lead was explanted and replaced. The rv lead was capped and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix could be extended and retracted by applying torqued to the connector pin. Full helix extension length measured within specification. Visual inspection of the lead found no anomalies.